Event description:
It was reported that when patient presented in clinic for a routine device interrogation, device was unable to have telemetry communication. A telemetry test was performed which was unsuccessful. Device was explanted and a new device as implanted. Patient was stable post procedure.